Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level read "high," exceeding 500 mg/dl (27.7 mmol/l). To address the high blood glucose level, the customer administered a correction bolus via the pump without assistance from a third party and resolved the issue by resuming insulin delivery. The technical support team planned to perform a complete pump system check.